Event description:
It was reported that the external pressure sensor could not be detected. The failure occurred during maintenance. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the external pressure sensor could not be detected. The failure occurred during maintenance. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The fst cleand the sensor panel ports which resolved the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst cleaning the sensor panel ports solved the failure. Therefore the most probable root cause are dirty sensor panel ports. Moreover, in the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) it is stated that the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2023-06-12 for the period of 2020-02-04 to 2023-06-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-02-04. Based on the results the reported failure "sensor tester not detected" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2022-06-07 till 2023-06-07). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.